Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for alarms due to the blank display.

Event description:
The customer stated that the insulin pump alarmed button error, then went blank after it was exposed to moisture. Advised that the insulin pump would be replaced. Nothing further was reported.